Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. After release, the lp dislodged. Because of the position, the device could only be retrieved by grabbing the helix causing it to stretch. A new device was implanted without issue. The patient was stable.